Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome via a manufacturer¿s representative (rep). The rep reported that the patient noticed anytime he touched metal, he could feel electricity. The rep noted that it lasted from (B)(6) 2019 through (B)(6) 2019. The rep reported that the cause was unknown. The rep reported that the patient stated it could be due to thunderstorms in the area. The rep ran an impedance check on 2019-05-08 and it was normal. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (B)(4) found that it was at normal end of life and telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.